Manufacturer narrative:
The investigation determined that results obtained on the vitros 5,1 fs chemistry system for multiple patient samples were mis-associated with unintended patient identifications. The customer overwrote the existing sample programs for the affected patient samples which caused the results to be mis-associated. The vitros 5,1 fs chemistry system was operating as expected. The root cause of this event is user error when manually programming patient samples.

Event description:
The customer identified results (specific assays/values not provided) for multiple patient samples that were mis-associated with unintended patient identifications when processed on a vitros 5,1 fs chemistry system. The specific number of samples affected was not provided. Mis-associated patient results may lead to inappropriate physician action. The mis-associated patient results were initially reported outside of the laboratory. Once the issue was identified, all affected samples were repeated and it was inferred that corrected reports (specific assays/values not provided) were issued if necessary. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)